Manufacturer narrative:
Manufacturer¿s investigation conclusion: the submitted log file was reviewed following the reported event of pump stops and low speed advisory alarms. The reported pump stops and low speed advisory alarms are addressed via the pump investigation (manufacturer report number 2916596-2020-06559). The log file contained approximately 20.5 days of data (B)(6) 2020 per the timestamp). The log file did not indicate any issues with the power module. The power module was not returned for evaluation. The reported pump stops and low speed advisory alarms could not be correlated to an issue with the power module. There were no reported issues with the power module. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C), under section 5 alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, replace system controller, low speed advisory/hazard, low flow hazard, and pump off alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii left ventricular assist device (lvad). Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided. The investigation results will be provided in the final report.

Event description:
Related MFR #: 2916596-2020-06559. It was reported that the patient's device had red heart alarms that were "too quick to capture". The log files recorded low flow, low speed, and pump off events on (B)(6) 2020 at 08:30. Review of the log files found two pump stops and six low speed advisories. This type of behavior has been linked to potential issues with the percutaneous lead. The issues only appeared to be occurring while the vad was connected to the power module. In order to prevent further interruption in support, suggested keeping the device connected to battery power or on an ungrounded cable until further investigation was completed. Radiograph images were unrevealing and there was a portion of the external driveline that was not well visualized. The patient was sent home from clinic visit with a power module and an ungrounded patient cable, and was instructed not to use the mobile power unit. A 1-month follow up was planned, at which time additional imaging of the driveline could be completed if necessary.